Manufacturer narrative:
This report is being sent as follow-up no.1 to update section h3 and provide the completed investigation results. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated. The sheath was found to have been kinked at the blood inlet hole, and the locator was also found to have been broken at the blood inlet hole. Plastic deformation was identified at the broken section of the locator. No other damage or issues were identified. The complaint was confirmed for a broken locator requiring surgical intervention. The exact root cause cannot be determined. The likely cause was determined to have been use of the device with a non-angio-seal guidewire and excessive bending force resulting in locator breakage. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the the physician tried to insert the 8 french (fr) angio-seal over a minimally supportive braided j-wire into a patient described as obese, with a lot of adipose tissue, and a very deep femoral artery. The physician stated that he was pushing the angio-seal hard and was unable to advance the sheath into the artery. He noted that the angio-seal and the wire were bending in the tissue, under the skin. During this maneuver, the tip of the angio-seal broke off and was retained under the skin on the guidewire. When he removed the angio-seal sheath over the wire, it was noticed that the tip of the dilator did not come out with the sheath. A small cutdown was performed, and the tip was safely removed from the patient with no piece retained. A new sheath was inserted, the j-wire was exchanged for a stiffer wire, and a new 8 fr angio-seal was successfully placed. No additional sutures were needed to close the minimal cutdown. The physician stated that the patient did well throughout, was not injured because of this difficulty, no part of the angio-seal was left in the patient, and blood loss was minimal. The type of procedure performed was percutaneous coronary intervention (pci). The patient's condition was not applicable. No relevant tests were performed. The blood loss was less than 250cc. The injury was not life-threatening and involved minor surgical intervention, including a small incision at the access site to remove the retained piece of angio-seal. No sutures or additional measures were needed to close this small incision.

Manufacturer narrative:
A1: patient information: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.